Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed (tightness test failed).

Event description:
The following was reported to hamilton medical ag: summary:flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number:(B)(4) follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields: follow-up 2 - additional information: the entry fields have been updated. Flow sensor calibration fails / leak test failed during non-clinical procedure. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective inspiratory valve and pressure sensor assy. After replacing the inspiratory valve and pressure sensor assy the device was released back into use.

Event description:
The following was reported to hamilton medical ag: summary:flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. Flow sensor calibration fails / leak test failed during non-clinical procedure. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective inspiratory valve and pressure sensor assy. After replacing the inspiratory valve and pressure sensor assy the device was released back into use. Follow-up 3 - additional information: the entry field h11 has been updated. (B)(4) follow-up 2 by mistake submitted as adverse events - type. Should be submitted as electronic submissions - type.

Event description:
The following was reported to hamilton medical ag: summary:flow sensor calibration fails / leak test failed ( tightness test failed).